Event description:
Consumer called to report the pt's meter giving inaccurate readings. Analysis run on clark error grid using mean avg. Reading (350) as ref. Point vs. Bd reading (200,50) yielded some data points in the c range of the grid, outside acceptable limits.